Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction, "the light guide bundle was chipped," was traced to component failure of the light guide bundle, and the most probable cause of the malfunctions, "poor image quality" and "insufficient light," was traced to component failure of the universal cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited a chipped light guide bundle, poor image quality and insufficient light. There was no patient involvement.